Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after the replacement at the patient's home, a leak was confirmed the next day. This occurred during use. There was unknown patient harm/adverse event reported.

Manufacturer narrative:
Corrected d3 - MFR establishment name, d3 - manufacturing plant address 1, city, zip code, and country one used device was received for evaluation. Functional and visual tests were done the reported issue can be duplicated. The root cause of the issue was unknown.